Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('device still embedded in the cornua/it appeared to be completely embedded in the tube'). In a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: joint pain, palpitations, bloating, hypertension, pelvic pain, bleeding genital, lower abdominal pain and breast mass. In 2005, the patient had essure inserted. On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced malaise ("made me sick") and tooth fracture ("teeth breaking"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device, malaise and tooth fracture to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008, bilateral fallopian tube occlusion. Post essure fallopian tube implants. The right fallopian tube implant is in the mid fallopian tube with the proximal tip·6.0 cm from its origin at the cornu. Concerning the injuries reported in this case, the following ones were reported via social media: malaise and tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('device still embedded in the cornua/it appeared to be completely embedded in the tube'). In a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: joint pain, palpitations, bloating, hypertension, pelvic pain, bleeding genital, lower abdominal pain and breast mass. In 2005, the patient had essure inserted. On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced malaise ("made me sick") and tooth fracture ("teeth breaking"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device, malaise and tooth fracture to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008, bilateral fallopian tube occlusion post essure fallopian tube implants. The right fallopian tube implant is in the mid fallopian tube with the proximal tip·6.0 cm from its origin at the cornu. Concerning the injuries reported in this case, the following ones were reported via social media: malaise and tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: reporter information, lab data, medical history added. Event: medical device removal updated to device still embedded in the cornua/it appeared to be completely embedded in the tube. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced malaise ("made me sick") and tooth fracture ("teeth breaking"). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered malaise, medical device removal and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :malaise and tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Device insertion and removal dates were added. New event medical device removed was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.